Manufacturer narrative:
No instrument images are available for review because they were deleted by the customer. Samples were not returned for investigation testing. It is not possible to rule out the samples as a cause of the event.

Event description:
Customer reported samples from known syphilis positive donors are testing as nonreactive on the galileo. Accoridng to the custoemr, some samples were positive by the treponemal antibody titer method. One sample was a clinically positive patient that was positive by fta and sts methods. One sample was a donor that was asymptomic. Customer stated they have not performed any additional testing with this assay.